Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a battery charge error message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A battery was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no anomalies were found. The returned component was installed into a test ventilator for analysis and the ventilator would not accept power from this battery when disconnected from wall power and would not charge the battery when connected to wall power; an adc (analog digital converter) voltage out of range was found in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a short circuit in the battery. If information is provided in the future, a supplemental report will be issued.